Event description:
It was reported that the pt's new pump was programmed with the same concentration and dose as the old pump; however, post pump replacement, the pt experienced cognitive symptoms, somnolence, weakness, hallucinations, delusions, and disorientation. All were attributed to the pt receiving too much medication following the replacement. The pump dose of dilaudid was titrated down several times from 4.5 mg/day to 3.0mg/day and the pt's symptoms came under control. The pt recovered without sequela.